Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was not alerting when blood glucose was high or low. Customer was advised that this issue would occur if sensor glucose and blood glucose had different readings. Customer reported that blood glucose was 50 mg/dl and differences were only by three points. Customer declined uploading to carelink in order to observer the differences and hung up.